Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position and remove were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to position or remove from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous lesion in the left anterior descending artery. There was friction between the balance middleweight universal ii guide wire and the non-abbott 1.5 mm otw balloon catheter lumen upon advancement and upon removal and both devices had to be removed from the patient as a unit. There was no reported clinically significant delay in the procedure or adverse patient effects. No additional information was reported.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: otw sprinter 1.5x10mm; guide catheter: 6f jl3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.